Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor flex was cracked at the force sensor pins. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box showed that loss of cartridge detection had occurred. The pump rewind, load, and prime steps were performed successfully. A force sensor calibration test confirmed the sensor was within calibration. The pump was opened and the force sensor flex was found to be cracked at the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This (B)(6).